Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number: (B)(6). Event occurred in poland. It was reported that patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6) 2026. The tape did not stick after couple of hours. No further information available.